Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Initial reporter email address: unknown/not provided, as information was asked but not provided. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a complaint about far vision with an intraocular lens (iol). They targeted emmetropia for iol power, but post-op refraction was sphere -1.50, cylinder -0.5 which resulted in myopic refraction. As the patient complained about daily driving car issues due to their far vision, they performed an explant and replaced with a competitor product. The patient status was reported as temporarily impaired. There were no surgical interventions reported. After explant, the patient¿s far vision is over 0.8. Vision pre-operative: far: 0.8 near: j4 (decimal); vision post-operative: far: 0.5 near: j2; no further information was provided.